Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed the upstream occlusion message. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. Functional testing noted lower readings caused by a failed upstream sensor. The upstream occlusion was verified. The cause of the alarms was determined to be a failed upstream sensor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.